Event description:
The pt was implanted with a smooth spectrum post-operatively adjustable mammary prosthesis. Subsequently, the pt experienced capsular contracture and pain. The device was removed on 11/4/97.